Event description:
The customer's educator reported that the customer was hospitalized for high blood sugar levels. Troubleshooting was done on the pump and it passed functional tests. The customer had not changed the set when the blood sugars began to elevate. The educator also stated that there were air bubbles in the tubing.